Manufacturer narrative:
The field service engineer (fse) discovered the buffer line at the unibase was pinched thus preventing the wash buffer from entering the pumps. The fse corrected the pinched buffer line and resolved the issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. This medwatch report is related to MDR 2122870-2013-00635.

Event description:
The customer reported discrepant cardiac results for troponin I, myoglobin (myo), b-type natriuretic peptide (bnp), and creatine kinase-mb (ck-mb), for multiple patients, involving the access 2 immunoassay system used in conjunction with the access accutni, access ck-mb, and access myoglobin assays. The discrepant results were released out of the laboratory. One patient was treated (details not supplied) based on the original elevated bnp result. Bnp was lower following a sample reanalysis but above the expected values. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. The patients¿ samples were analyzed prior to performing quality control (qc); qc recovered out of specifications. System check failed with system flags and wash valve pump motion errors. Quality control is performed once every 24 hours. The patients¿ samples were normal in appearance and collected in lithium heparin plasma tubes, then centrifuged in a swinging bucket centrifuge at 4,000 rpm (rotations per minute) for sixteen minutes, at room temperature. All samples were analyzed from the primary tubes. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This is report two of two referencing the patient with a change in treatment.

Manufacturer narrative:
The customer reported to beckman coulter that an initial medwatch report was filed by the customer on 07/12/2013. Beckman coulter reviewed the report and it corroborated with beckman coulter's investigational findings of system event attributes.